Event description:
It was reported that the customer's insulin pump has a crack on the display screen as well as a blue spot on the screen. Customer's blood gluocse level at the time 105mg/dl. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
The insulin pump was received with cracked and bleeding display glass, minor scratches on the display window and a cracked reservoir tube lip.